Manufacturer narrative:
(B)(4). The sample was returned by the customer and sent to the manufacturing site for investigation. The manufacturer reports "it is confirmed that a sample stuck in transit due to covid-19 lockdown announced in india since (B)(4). 2020 and is available for return. If in the event that the sample is delivered to the investigation site, the complaint will be reopened, and a sample investigation will be conducted."

Event description:
Customer complaint alleges "very difficult to put the blade on the handle and some times it is not possible at all" prior to intubation. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "very difficult to put the blade on the handle and some times it is not possible at all" prior to intubation. No patient harm reported.